Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the severely tortuous right coronary artery (rca). After a guide wire crossed the lesion a guidezilla was advanced into the mid rca. Predilation was performed and a 4.00 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, when the physician retrieved the stent back, it was noted that it accidentally unsheathed the stent from the delivery system. Attempts were made to retrieve the undeployed stent but failed. The procedure was aborted and the patient was sent to surgery for an open heart surgery to bypass the rca. No further patient complications were reported and the patient's status was fine.